Event description:
It was reported that two devices were beeping and showing a "no disposable" alarm which the user was unable to resolve. The user use the disposable supplies on a new back up pump, however the alarm occurred on the new pump as well. The cassettes involved were from the last two shipments. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.